Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The caller reports a loss of therapeutic effect. Caller reports no stimulation sensation. Acute pain in hips, lumbar region, legs. Patient states pain started about 1 1/2 months ago. Patient states stimulation stopped about 2 months ago as well. Caller reports not being able to adjust stimulation. Caller reports display showing "call your doctor" icon. Eos. The patient reported the implantable neurostimulator (ins) in the hip always bothered her, rubbing on the bone and caused pain down the leg (the patient mentioned currently in pain). Her implant had stopped working in the past. If additional information becomes available, a follow-up report will be submitted.